Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level wa 638 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was admitted to the hospital for the high bg. The customer was not in diabetic ketoacidosis. The customer was not sure what caused the high bg and thought that scar tissue may be affecting the insulin absorption. The customer was treated with an insulin drip and glucose. The customer was discharged on (B)(6) 2017 with the high bg resolved. New pump supplies were put on and a pump system check was performed. No device issues were identified. The customer's current bg was 223 mg/dl.